Event description:
It was reported that the insulin gauge was inaccurate and the usb port was loose. Additionally, occlusion alarms occurred and the pump shut off unexpectedly multiple times. There was no reported to customer's blood glucose level. Customer declined a follow up from tandem technical support and no further information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.